Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06113, related manufacturer reference number: 2017865-2020-06114. It was reported that a patient presented with pocket pain, swelling, redness and fever. This was noted to be due to a pocket infection. During the system extraction, after the removal of the pacemaker and while the leads were being extracted, hypotension was noted. This was due to a pericardial effusion confirmed by transesophageal echocardiography (tee). Emergency pericardiocentesis was performed. No reaccumulation of fluid occurred after this. Patient vital signs stable post procedure.

Manufacturer narrative:
The patient weight should be (B)(6) rather than "unknown"

Manufacturer narrative:
Analysis was normal. No anomalies were found.